Event description:
Pt admitted to hospital in 2005 on a ventilator. Pt extubated next day and placed on vapotherm device from 1515 to 0030 on the next day, at 0030. Pt reintubated; and remained intubated until three days later when pt was again extubated and placed on vapotherm from 1245 to 1445, pt reintubated, and has remained intubated to present date. Pt had clinical daterioration and labile oxygen saturations and needed to increase ventilator settings. Peripheral blood and endotracheal tube cultures were done a week later. Endotracheal tube cultures grew out burkholderia pickertii. Mmwr cdc report three days earlier reported ralstonia associated with vapotherm device.